Event description:
It was reported that a spectrum infusion pump falsely alarmed "air-in-line" during preventative maintenance upstream occlusion testing. It was also reported that there was no patient injury.

Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation was performed. The evaluation confirmed the false "air-in-line" alarms through the event history log, but could not reproduce them. The evaluation found that the ultrasonic readings were below specification due to a failed ultrasonic sensor. It was found that an ultrasonic sensor crystal was damaged due to fluid contamination, which is a known contributor to false "air-in-line" alarms. The failed ultrasonic sensor was replaced.